Event description:
A lens split during insertion. The pt had subsequent inflammation resulting in the eye being enucleated. The follow-up at the point on this event states that the operation was very complicated and that the hosp feels that the infection resulted as a consequence of the number of instruments entering the eye in the course of the procedures.